Event description:
This valve was explanted due to pannus impeding leaflet motion and aortic insufficiency as demonstrated on tee and catheterization. The pt had poor ventricular function and was a "very high" operative risk, requiring preop pacing due to 3rd degree heart bock. Intraop tee showed evidence of pv leak; however, the discharge summary indicated only "marked" pannus was observed during explant. A sjm 21ahpj-505 was then implanted. After discontinuation of bypass, av pacing wires were placed due to high degree heart block. Postop, the pt was reintubated was in 2nd degree heart block and experienced fever. Pt then developed acute hypotension with a high degree block. Bedside echo showed valve motion with no clots or pv leak. The pt declined despite resuscitation attempts and expired due to lv failure.